Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of a flo-gard IV solution set. This was noted during infusion. The infusion was stopped before any air could enter the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.